Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer woke up to a low blood glucose (bg) level of 54 mg/dl. The customer stated that the low bg was due to hormones, and ate breakfast to address the bg reading. Additionally, the touchscreen was noted to be shattered. The contacted stated that they were unsure how the touchscreen became damaged. The pump is still functional. At the time of the call, the customer's blood glucose level was 94 mg/dl. The customer reported that manual injections would continue to be used for insulin therapy.